Manufacturer narrative:
Date of event : (B)(6) 2018. Date of this report: 17sep2018. The philip's field service engineer (fse) evaluated the device. The alleged issue could not be confirmed. The ventilator passed all testing and was operating within the manufacturing specifications. No issue was identified.

Event description:
The customer reported that the ventilator shuts down by itself. The ventilator was in clinical use at the time of the event occurred. There was no patient harm reported. The event date was not specified; estimate used.